Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer continued to use current pump.